Manufacturer narrative:
The information provided in the complaint was unclear so the customer e-mail (no number provided) to ask for clarification. The complaint, as reported, appears as though the pinch clamp occluder break away tab was not removed. The tab, when removed, allows the pinch clamp to engage occluding the tubing. Directions for use are to remove the breakaway tab before priming. A follow up will be submitted when a response from the nurse is received.

Event description:
Complaint states that the set leaked. Liquid has gone straight through as though not clamped. During priming liquid went through in minutes not seconds.